Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on 12/27/2021 and suture was used. After the package was opened, there was a foreign matter stuck in the needle park foam. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Investigation summary: one opened straight-pack folder with four undispensed needle-sutures product code m3702 was returned for analysis. The product code should be multistrand and each straight-pack folder must contain four strands single-armed. As per visual analysis of the sample received a foreign matter (hair) caught in a section of the foam park was observed. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.